Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that she began to obtain elevated blood glucose readings in the ¿500 to 600 mg/dl range¿ with the subject meter approximately 4 months prior to contacting lfs. The patient tests her blood glucose 6-8 times a day and manages her diabetes with insulin (on insulin pump therapy). In response to the elevated blood glucose readings, the patient claimed she would take a correction bolus. The patient reported that on several occasions (dates/times not recalled) she developed symptoms of feeling ¿confused, incoherent, sweaty, and blurred vision¿ approximately 1 hour after administering a correction bolus in response to a high reading obtained with the subject meter. The patient stated, she would treated herself with juice in response to the symptoms. The patient also reported that on two separate occasions ((B)(6) 2013), she went into a ¿diabetic coma¿ after taking a correction bolus for a bedtime reading. The patient stated that on both occasions her boyfriend found her unresponsive and took her to the emergency room. The patient reported that she was told that her blood glucose registered ¿9 mg/dl¿ on one visit and ¿13 mg/dl¿ on a different visit and was treated with IV glucose. The patient stated, she was discharged from ER after her blood glucose registered in the ¿200 mg/dl¿ range. The patient did not recall the blood glucose readings she obtained with the subject meter prior to losing consciousness. At the time of troubleshooting, the cca noted that the patient did not have control solution test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (07/23/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/16/2013 and 7/18/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/26/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 7/23/2013 and 7/24/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.